Event description:
The manufacturer received information from a user of a dreamstation 2 CPAP machine alleging that during use, they observed black, foam-like particulate matter accumulating inside the CPAP tubing and on the mask. The patient advises they received their current device as a replacement to the original from the manufacturer. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.